Manufacturer narrative:
Other, other text: returned device was received with stained water reservoir and cover. Wear and tear damaged line cord, plate clip, and enclosure. Outdated front cover, pcb, and power switch. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the display of a smiths medical fluid warmer is damaged. No adverse patient effects were reported.